Event description:
It was reported that during parotid surgery, the console was unresponsive. There was a surgical time extension of less than one hour. Troubleshooting was performed: the muting detector was taken off, volume was increased, threshold was lowered, the patient wasn't paralyzed, the electrode check was passed, the tap test was passed, stimulation was increased, the fuse in the pi box wasn't blown, and the electrodes were changed out, which resolved the issue and received the emg tone. There was no patient impact associated with the event.

Manufacturer narrative:
Section d4: after following up with the customer, it was unclear which electrodes, model number 8227410 or model number 8227411, were used. Therefore, the device details were considered unknown. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.